Manufacturer narrative:
User facility personnel stated that the patient was positioned in reverse orientation and attempted to slide the patient further towards the foot end of the table. One employee was pushing the patient from the head section and another employee was pulling the patient from the foot end. It was during this sequence that the table briefly raised off the floor. A steris service technician arrived onsite following the reported event. The technician inspected the table and found it to be operating properly. No issues were noted with the function or articulations. The table was returned to service and no additional issues have been reported. The 4085 patient positioning instructions quick reference guide states: always follow safe positioning practices. Steris offered in-service training on the use and operation of the surgical table however, the user facility has not responded to our offers. The surgical table was manufactured in 2015 and is serviced and maintained by the user facility.

Event description:
The user facility reported that the base of the surgical table briefly raised off the floor while adjusting the patient's position. No report of injury and the procedure was completed successfully.